Event description:
A report was received from the physician that the patient had high impedances. While checking the lead the physician found that the lead was fractured. The lead was removed and replaced.

Event description:
A report was received from the physician that the patient had high impedances. While checking the lead the physician found that the lead was fractured. The lead was removed and replaced.